Event description:
Patient in surgery for laparoscopic appendectomy. Opened a stapler that did not open or close. Needed to open second stapler to obtain specimen. Product malfunction was discovered prior to using on the patient, a new stapler was obtained and tested prior to use. The product information: ethicon echelonflex45 long articulating endoscopic linear cutter ec45al lot# x94f0d.